Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range. The customer was instructed by technical support to inspect the cartridge o-ring and pneumatic tap area for any debris, remove any found, clean the area, and ensure the cartridge was securely attached. After following these instructions, the customer successfully completed the loading process and resumed insulin delivery.